Event description:
Per medwatch report (B)(4), patient had a spinal fusion between l2 thru l5 in 2013. Due to post-operative pain, l4-5 screw was removed due to non-union. The allegations of the complaint are unverified.

Manufacturer narrative:
(B)(4).no product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).